Manufacturer narrative:
Unable to confirm device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during ECG measurement, incorrect tachycardias were being recognized. There was no report of patient or user harm.